Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac*t diff analyzer probe was leaking. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not see leaking at the probe. The customer was closing and an additional on-site service call was scheduled for the next morning. Customer then reported that problem was resolved and cancelled service. Root cause is unknown.